Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.

Event description:
The patient stated that there was an incident when there was a large quantity of insulin that leaked out of the cartridge compartment, and other incidents when he did not see the leakage but feels there may have been a leak, because his blood glucose levels were elevated. The patient reported he had elevated blood glucose levels of 260-270 mg/dl with trace ketones. The patient stated he had a headache and a dry throat and started to develop bronchitis and possibly pneumonia, so he is not sure that the elevated readings were attributed to diabetes. The situation is not indicative of a serious diabetic injury. He changed the cartridge at the time of the blood glucose elevation and noticed insulin dripping out of the cartridge compartment. He treated himself with insulin injections.